Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the catheter shaft. The stent was partially deployed approximately 2.7cm from the markerband. The thumbwheel was turned to try and deploy the stent, the stent deployed as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6)2018. It was reported that the stent failed to deploy. A 10x100x75 epic vascular stent was selected for use in the mildly tortuous common iliac artery. Stent deployment was attempted with the thumbwheel. However, the stent did not deploy, though the outer sheath was close. Since the stent was unable to be deployed, it was pulled outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was noted as good. However, device analysis found the stent partially deployed.